Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate therapy for an atrial tachycardia. The device delivered shocks until therapy was exhausted. No adverse patient effects were reported. Boston scientific technical services (ts) was contacted for technical assistance. The ts consultant discussed programming options to prevent inappropriate therapy delivery. The ICD remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.